Event description:
The purple tip on the davol irrigator fell off of the clear tube into the femoral canal. Luckily it was noticed and removed before cementing. According to staff this happens frequently. We think it is a poor design and very unsafe. It needs to be one molded piece. The purple tip is battery and the green tip is compression. The tip falls off of both. There was recently a revision surgery and a "retained green tip" was found in the cement. We have pulled these tips from our shelves and will no longer be using them.